Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral was attempted using a proglide device with a 6f sheath after a cerebrovascular interventional procedure. Reportedly, after the plunger was retracted an anterior cuff miss occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss could not be confirmed. The lever was in a closed position and the foot was retracted. Both the cuffs were attached to the link. The posterior needle tip was ejected from the shank and engaged into the posterior cuff. The analysis also found two cuff tabes and half of the rim of the anterior cuff was separated. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.